Manufacturer narrative:
(B)(4) 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Left vats for biopsy, other indications unknown. What was the patient¿s disease state? Unknown, the doctor stated that the lung tissue was very thick and felt more like dense liver tissue than lung. Dr. (B)(6) stated that she possibly hit a granuloma or cancer and that after stapling with the tx60 she had difficulty cutting through the tissue with a 20 blade or scissors. How was the first device eventually removed? It was reported to me by the staff that the doctor initially tried to use a green reload on a pcee60a and that it was "not thick enough and wouldn't go all the way through" the knife reverse switch was used and the device was removed. What was the result of the use of competitor¿s device? The doctor used 2 endo gia devices, reload size unknown but both were unable to cut tissue. Was only a green reload used? A green was used initially, then black was used on the subsequent devices/firings. What location on lung was device being used? It was a biopsy on the left lung, no specific location given. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left vats wedge resection procedure that while using the pcee60a with a green load tissue was too thick and staples did not go all the way through. Once removed it was noticed that the anvil looked bent. A psee60a was used next which was stuck on the tissue after firing. Reverse and manual override was attempted with no result. Device was attempted to be removed using an additional three psee60a staplers. Each would advance and then stop. Reverse was used to remove the devices which were then observed to have bent anvils. Staff also attempted to use two competitor staplers to remove the device. Initial psee60a stapler was removed using a thoracotomy and a tx60. Device was removed with the specimen tissue still in the jaws.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2021. D4: batch # u5eg29. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil knife slot damaged, and without reload present. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.